Event description:
It was reported that a patient implanted with an impella cp experienced a disruption in the integrity of the repo-sleeve. Tegaderm was used to seal the sleeve. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.